Event description:
It was reported that during the preparation of percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that tip of the dilator was damaged upon unpacking. There were scratches noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.